Manufacturer narrative:
The reported event of increased pc unit keypad failure rate file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There was no report of patient involvement.

Event description:
The customer reported that during testing, the pc unit keypads had a higher failure rate than was expected. Biomed found some units did not power up or charge at all after the power cable and battery were replaced. In other units, after a new keypad and battery were replaced, some units had keys which did not work when pressed, charging did not occur, and the devices did not complete the task with asm. A corroded ribbon cable was identified on one of the units and device investigations were requested. There was no report of patient involvement.